Manufacturer narrative:
Current evidence suggests this electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered inappropriate shock therapy. An x-ray was obtained and showed electrode dislodgement. No adverse patient effects were reported. This electrode remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this electrode delivered inappropriate shock therapy. An x-ray was obtained and showed electrode dislodgement. No adverse patient effects were reported. This electrode remains in service.